Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received .the device was not returned, but a photo was available for evaluation. A video was also provided. Visual inspection noted the device was with tissue in jaw. No photo evidence of user letting go of device and jaw is locked. It was reported that the jaws of the device locked on tissue. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the jaw was locked on tissue and could not open . Had to cut tissue with bipolar instrument so take device out of patient. There was no patient injury.